Event description:
It was reported that the patient experienced recurring hyperglycemia with a blood glucose reading of 224 mg/dl around the same time each day while using the ilet system, with no reported symptoms and cause unclear; the case involved troubleshooting and education with assignment for additional training and no device alerts or alarms. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities or medical care. Investigation included customer support troubleshooting and user education. Investigation of this case revealed no device alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.